Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer cubies failed. The customer attempted to recover the drawer, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the half height drawer 2.2 failed to be detected by bus. A field service engineer (fse) observed intermittent drawer pocket failures during diagnostics. All cables were reseated, but the issue persisted. The controller board was replaced, but problems continued. The fse then replaced the module and updated the firmware, after which the issue was resolved. The system functioned as intended after the field service engineer repaired the device.